Event description:
Head keeps coming off - oral-b [device breakage]. Case narrative: a parent via e-mail stated that their daughters oral-b toothbrush head kept coming off of the oral-b toothbrush when she was brushing. No injury was reported. 05-aug-2023 follow up via pictures: the suspect product lot was 1bb23230938. No injury was reported. 07-aug-2023 follow up via digital safety assessment survey: the patient was a 7-year-old female. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
25-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Head keeps coming off - oral-b [device breakage] case narrative: a parent via e-mail stated that their daughters oral-b toothbrush head kept coming off of the oral-b toothbrush when she was brushing. No injury was reported. 05-aug-2023 follow up via pictures: the suspect product lot was 1bb23230938. No injury was reported. 07-aug-2023 follow up via digital safety assessment survey: the patient was a 7-year-old female. No injury was reported.